Event description:
During a hand assisted laparoscopic nephrectomy, the instrument was extremely stiff and hard to fire. The instrument fired properly. However, it locked out and fired only a portion of the staple line. There was some bleeding along the staple line. Clips were used to control the bleeding. The case was completed with a like device with no pt consequence.